Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
Revision of attune implants due to the patient having ongoing pain. There was lysis, and loosening around the tibial lugs with infection (but cultures did not indicate this); poor bone quality. There was no indication of any of these during surgery; there was only one part of the tibia where there didn't appear to be significant bony ingrowth. The surgeon commented that there was soft medial bone on the tibia and this was likely the cause of the issues. The patella was left in-situ; all other components were revised. The surgeon commented that they would've left the femur in-situ had access not been too difficult to the tibia without removing it (this was always part of the pre-surgery plan). There was significant bony ingrowth on both the femur and tibia which meant they were rather difficult to explant. There was no significant delay.

Manufacturer narrative:
Product complaint # (B)(4)this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative:added: d4 expiration datecorrected: d4 primary UDI # if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.